Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty treatment performed on (B)(6) 2017. On (B)(6) 2017 the patient underwent the third bt treatment performed in the right and left upper lobes of the lungs. No issues were noted with the device. According to the complainant, the patient¿s asthma was reported to have ¿ remarkable improvement¿ and oral administration of steroids were discontinued. However, on (B)(6) 2017 the patient visited the hospital due to experiencing an ¿uncomfortable feeling¿ of the treatment area without any pain. No sign of bloody sputum or bleeding was confirmed at this point.